Event description:
It was reported that the device was used during an unk procedure. The insulation broke at the tip of the scissors, est 5mm in length. Scissors were replaced intraoperatively for a current leakage. The case was completed with no consequence to the pt.